Event description:
It is reported that the device was implanted in 1999. On the x-rays before the revising of these devices, it was found that 1 of the 4 bone screws had passed through the screw hole on the shell. Revision surgery occurred in 2007, due to dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.